Manufacturer narrative:
Results of investigation: the vela front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was not duplicated. There is no identified root cause of the reported issue as the device operating appropriately.

Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
Customer claims this ventilator touch screen is freezing up they are not able to make any changes, this ventilator was on a patient and was taken off from the patient for a few minutes and when they were getting ready to put it back on the patient that is when the problem occurred, they were not able to set it back on the patient because of the problem, they claim there was no patient harm.